Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) presented to the clinic because the device was emitting tones. Interrogation was attempted and several fault codes appeared. The ICD was explanted.